Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was unknown if the patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with injection fortum (1gm, frequency and route not reported) and intraperitoneally with reflin (1gm, frequency not reported) the peritonitis event. At the time of this report, it was unknown if the patient had recovered from the event. The action taken with dianeal therapy was not reported. No additional information is available.